Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire could not be removed so it was cut flush to the anchor/bone. The procedure was completed successfully.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire could not be removed so it was cut flush to the anchor/bone. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: cinchlock ss wire left in anchor during deployment. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.